Event description:
It was reported that post op to a right colectomy the staple line failed. The patient experienced a surgical site infection and was detained in the hospital for two extra days. The patient is now fine.

Manufacturer narrative:
Pc-(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what is meant by ¿staple line failed¿? Was this an internal anastomotic leak or a superficial surgical site infection? Was there any medical and/or surgical intervention to treat the infection? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? How was the leak addressed? Where was the leak? What color cartridge was used? If reoperation needed, what was observed at the site of the leak? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.